Manufacturer narrative:
A review of the DHR(s) and inspection records was conducted and no anomalies were found. No product from the affected lot was found in inventory. One catheter was returned for review. The sample exhibited signs of use and breakage was confirmed just below the inverted triangle of the silicone extension set. A jagged edge was noted at the breakage site which could be the result of an excessive force being applied to the catheter. A possible cause for the catheter breakage could be related to excessive tensile/pulling force that could be related to patient activity, catheter securement techniques, improper maintenance, or advancing/removing the catheter despite resistance. Since this complaint may be related to the handling of the device in the user environment, no corrective action will be taken at this time.

Event description:
The PICC was in use and blood was noticed leaking and when the PICC was manipulated it broke off. The rest of the PICC inside the patient stayed in place and was removed.